Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced low and high blood glucose levels. The customer¿s blood glucose readings were high and physician stated that blood glucose will be higher than 200 mg/dl and current blood glucose was 301 mg/dl. The customer was treated with bolus on the pump. It was reported that the customer was hospitalized two times for pump failure and also for high blood glucose since (B)(6) for every month. The customer had a three emergency visits because of issues with her back, but not due to diabetes. On (B)(6) 2017, the customer¿s blood glucose readings were 35 mg/dl, at 5:57pm 83 mg/dl and 337mg/dl at 2:57pm and the senor glucose reading was 63 mg/dl. The customer also stated that the reservoir had an air bubble of very small size about the tip of a pen. The customer was advised to change entire set, reservoir and insulin and treat as per health care professional¿s recommendation. The customer declined troubleshoot to low blood glucose levels. The insulin pump passed the high pressure test. The product will not be returned for analysis.